Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated the error table indicates the pump should be replaced. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a constant rf pic failed alarm due to a faulty component on the radio frequency board. Unable to perform the functional testing due to the constant alarm. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.